Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) didn't work properly, in the end it didn't apply the system. The seal failed to load between step 2 and 3. New device was used to complete the procedure. Not a significant delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11 corrected section: d4 UDI#, h6-device code changed to 2183 the lot # 3000376411 history record review was completed. There was 1 ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.